Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics on an outpatient basis. On a later unreported date, the treatment was discontinued. At the time of this report, the patient has recovered from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, it was reported that the patient was in their 20s. Should additional relevant information become available, a supplemental report will be submitted.